Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: brand name: segment with male/female taper 30 mm length catalog # 00585004603 lot #63728679, brand name: intercalary segment 55 mm length catalog # 00585004455 lot # 61066529, brand name: fluted stem extension straight precoat 11 mm diameter 130 mm, brand name: stem collar 30 mm o.d. Catalog # 00585204030 lot # 63787057, brand name: fluted stem extension straight precoat13 mm diameter 130 mm. Catalog # 00585205013 lot # 63767687. Multiple MDR reports were filed for this event, please see all the reports associated with this event. 0001822565 -2018 -05669, 0001822565 -2018 -05668, 0001822565- 2018- 05670, 0001822565 -2018 -05672.

Event description:
It was reported that the patient is being considered for a right knee arthroplasty revision due to implant loosening approximately seven months post-operatively. No additional information is provided at this time.

Manufacturer narrative:
No device was returned. The complaint cannot be confirmed with the information made available. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.